Event description:
The pt was "very loose"; an overdose was suspected. Pump reprogramming was being considered. On (B) (6) 2010, the hcp experienced difficulty aspirating fluid through the cap (catheter access port). An x-ray of the catheter to diagnose the problem was planned. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).